Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2021; explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from an healthcare professional (hcp), via a manufacturer representative (rep) regarding a patient receiving dilaudid (1.0 mg/ml, 1.0 mg/day) via an implantable pump. It was reported the patient had excessive swelling over their pump pocket that had occurred suddenly. The hcp scheduled surgery for the next day ((B)(6) 2022). Upon opening the pump pocket, 300 mls of pinkish fluid was withdrawn through suction. It was then discovered that a previous other manufacturers catheter that was connected to other manufacturers pump was fractured and allowing what appeared to be cerebrospinal fluid (csf) into the pump pocket. The catheter had previously been tied off successfully but had fractured 14-16 inches up the catheter from where it was tied off. After careful exploration, the entire catheter was removed from the patient and a purse-string suture was used to close the thecal sac. Lastly, the existing ascenda catheter was disconnected from the pump to observe backflow. When none was discovered, the decision was made to cue the catheter distally past the collet. Backflow was then observed and the entire remaining catheter volume of medicine was removed via suction. A new piece of catheter was attached via a new collet and sutureless connector. The catheter pieces were measured and the new catheter length was determined. Incisions were closed and the new catheter was primed to return therapy to the patient. The issue was resolved at the time of this report.